Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. The legal manufacture was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. The foreign material may not have been removed because reprocessing was not conducted properly due to leak at the air/water-channel. The event can be detected/prevented by following the instructions for use: instructions for use states the detection method in ¿gif-h185 operation manual chapter 3 preparation and inspection.¿ instructions for use states the preventive measures in ¿gif-h185 reprocessing manual chapter 5 reprocessing the endoscope.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during inspection of the device, the insufflation channel of the videoscope nozzle was clogged by a textile fibrous deposit. There were no reports of patient involvement.